Event description:
According to the reporter, when the suture was being placed through the port during a laparoscopic colorectal procedure, the needle detached. Needle holder was held on the suture body, however, when they maneuvering through the port the needle dislodged and fell straight through the port into the patient, yet they managed to retrieve. They used new suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted two sutures and two needles. The needle was returned disengaged from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. The second suture was returned with the suture broken. It was observed, under magnification, that the second suture appeared to have split under tension. Unfortunately, as no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the suture was being placed through the port during a procedure, the needle detached and fell off. They used new suture to complete the case.